Event description:
When setting up for a procedure, a suture anchor came off. The device identified as a h12lp, xcel blunt tip trocar, lot number 800484. This was discovered prior to the patient being brought into the room.